Event description:
Event description guidant received information that during the implant of this ICD system there was a ventricular lead perforation. The physician pulled back on the lead and repositioned it without any problems. No patient symptoms were observed and no furhter adverse events were reported.